Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and review of the available records identified the following: the nail demonstrates a distracted fracture at the level of likely the distal femur. The nail appears bowed/angulated anteriorly. It is difficult to assess the knee anatomy secondary to diffuse bone resorption throughout the distal femur and likely the proximal tibia. Bone demineralization noted throughout the imaged femur. The review also noted that the bone demineralization throughout the distal femur may have resulted in altered biomechanics which resulted in increased stresses forced upon the hardware and possibly resulted in the hardware fracture. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent trauma arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. X-rays provided were reviewed, implant fracture, bone demineralization, malposition and diffuse bone resorption was noted. No additional patient consequences were reported.